Event description:
On week prior to the initial admission, the patient experienced a stroke with right sided weakness. Evaluation of the stroke led the treatment of a right internal carotid artery (ica) stenosis with a stent and a left m1 stenosis with another stent (subject device). During the course of this treatment, a vasospasm was identified in the left m2 branch and 100mg of nitroglycerine was administered. In addition, 20 mg of reopro was administered into the right ica due to lack of sufficient plavix loading pre-operatively. Follow-up angiography at the completion of the procedure revealed no residual stenosis and no evidence of vasospasm or filling deficit in either territory. The patient is reported to be in stable condition.

Manufacturer narrative:
Conclusions: (other) for anticipated procedural complication. Additional information received reported ten days post procedure, the patient complained of dysarthria which was worse with fatigue. Patient was admitted to the hospital and an angiogram was performed demonstrating perfect patency of the stents and no filling deficit suggest clot information. Patient was discharged back to the nursing home the following day. There is no indication from the information received of a relationship between this event and our devices. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance, malfunction or misuse. A review of the labeling found that it contained language regarding vasospasm is noted as a potential complication associated with such procedures. Therefore, it was determined that the reported event was an anticipated procedural complication.